Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing.¿ the pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and force sensor noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged no delivery anomaly not confirmed. Expose to moisture on pcba1 noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The event involved product(s) unk_reservoir, unk_disposables, mmt-1884. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unk_reservoir. No product return is required for unk_disposables. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.